Event description:
It was reported that an unspecified quantity of one-link non-dehp microbore catheter extension sets were leaking from an unspecified location. This was discovered during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6), outpatient clinic (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph was provided for evaluation. The photograph was visually inspected and the photo only showed the printed side (top web) of the blister package and did not show the device. The reported condition was not verified from the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.